Event description:
It was reported an roi-c cage and plate were broken during installation within surgery. The removal of these implants caused a delay of 30 minutes but the patient is in good condition after surgery and has been discharged from the hospital. This is report one of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2022-00068.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection: the products were returned and visual inspection found that the plate has some gouges/deformation damage and the cage is deformed and fractured. DHR review the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to off-axis forces applied during use. The damage to the returned parts could have also occurred during the removal of the parts. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported an roi-c cage and plate were broken during installation within surgery. The removal of these implants caused a delay of 30 minutes but the patient is in good condition after surgery and has been discharged from the hospital. This is report one of two for this event.